Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full examination. The report of "leakage" was confirmed. As received, balloon was found to be ruptured at the central area. The edges of latex did not appear to match up. Both balloon windings were intact. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this fogarty embolectomy catheter, a saline leakage was found. There was no allegation of patient injury. The device was received for evaluation. As per evaluation results, balloon was found to be ruptured at the central area. The edges of latex did not appear to match up.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The controls to defect the failure mode being evaluated are established in the manufacturing process. As part of the manufacturing process the units go through balloon and winding inspection. Patient demographics unable to be obtained. Corrected data: corrected section g2 (other, specify) to china.